Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of connection between insulin pump and mobile application. The customer reported no adverse event. The event involved product mmt-6101. Troubleshooting was performed. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the reported event with the minimed mobile app (software version 2.8.0) installed on samsung galaxy a53 (android 13) with mmt-1884 780g pump (software version 6.21u) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). From the analytic logs we would see the gatt client connection error causing the pairing failure for the customer. This error indicates a ble level related generic issue. This specific issue was observed after the pump had bonded with the phone but after 2 minutes the gatt client failed to connect, thus failing the entire pairing process. As per the medtronic website we would say that the phone which customer is using it not compatible to mmm app. Issue confirmed. To assist with the resolution of the issue, we provided the helpline team with the following recommendation to ensure that it is addressed effectively: would like to recommend to use the phone which is compatible to mmm app. The helpline has not yet confirmed whether the recommended steps have successfully resolved the customer's issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.